Event description:
During a patent ductus arteriosus closure (pda) procedure, the pda measured 3.8mm on the pulmonary side and an 8/6mm amplatzer duct occluder (ado) was successfully implanted. Three days later, the ado embolized to the left pulmonary branch and was snared via endovascular approach. After the device retrieval, a 10/8mm ado was attempted but removed because it was too large. The patient was referred for surgical closure.

Manufacturer narrative:
Correction manufacturing date was updated. Additional information expiration date was added. The ado was returned to sjm and decontaminated. The ado was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The device was confirmed to meet dimensional specifications when measured with a calibrated caliper. The ado was loaded into a test loader, deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.